Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.9, lab: 4.4. Patient was tested with the inratio meter in the am and received a 2.9 inr. By noon, the patient was coughing blood. Nurse attempted to test patient again, but could only get a "hi" result. Lab tested via venous draw immediately, gave a result of 4.4. All subsequent tests on this patient using this meter have given either "hi" or "low" errors. Since event, pt has been placed on antibiotics (flagyl and levaquin). Patient was given vitamin k as part of treatment for the coughing of blood. Caller reports finger stick at time of event resulted in too much blood, more than enough on strip, blood got everywhere.